Event description:
Caller reported a malfunction on the pump after it was dropped in water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.